Event description:
Family member reported customer being hospitalized due to high blood glucose levels. Family member wants pump replaced but was unable to provide any specifics on why contact believes the pump is not working, nor able to state any alarm history. Family member is going to call back.